Event description:
It was reported that during an a-fib procedure, before any ablation lesions, the patient was noted, by ice image to have developed a pericardial effusion, without drop in blood pressure. The effusion was monitored via ice, and it increased. An arterial line was in place, and it was noted that blood pressure dropped. A pericardial tap was performed and pericardium was drained. Patient was awake, but sedated, with stable vital signs before leaving the procedure room. The patient was hospitalized. Pericardial drain was removed the next morning. During the procedure the physician mentioned difficulty in maneuvering the lasso nav catheter. Also, it was noted some possible distortion of the fam map obtained with the lasso compared to the cartosound map. Pixellation was also noted on the fam map, making it difficult to see the catheter movement. The physician was informed that the lasso appeared to be in the left atrial appendage (prior to noting the effusion). The lasso and ablation catheters were pulled back into the sheaths. The outcome of the adverse event was reported as fully recovered. The physician opinion regarding the causality of adverse event is possible device related and procedure related. The physician also stated that it was unsure whether perforation was caused by transseptal, or by manipulation of lasso or thermocool catheters. Other factor that might contribute to the cardiac pericardial effusion event was that the patient's left superior pulmonary vein and appendage were lying right on top of each other.

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, before any ablation lesions, the patient was noted, by ice image to have developed a pericardial effusion, without drop in blood pressure. A pericardial tap was performed and pericardium was drained. Also, it was noted some possible distortion of the fam map obtained with the lasso compared to the cartosound map. Pixellation was also noted on the fam map, making it difficult to see the catheter movement. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical, deflection and eeprom and calibration functionality and it passed. The customer complaint cannot be confirmed. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the device analysis is completed. Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4). Stockert 70 system: us catalog #: s7001, serial #: (B)(4). Cool flow pump: us catalog #: cfp002, serial #: (B)(4). Soundstar 10f-90: ge us catalog #: sndstr10g, OEM lot #: 63006218. (B)(4).